Manufacturer narrative:
Age at time of event: 18 years or older. Synergy ous mr 2.75 x 28 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination found damage to the proximal end of the stent. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05 feb 2019. It was reported that advanced difficulties were encountered. The 90% stenosed target lesion was located in the calcified distal right coronary artery. A 6f runway guide catheter and non bsc guide wire were able to cross the lesion, a 2.75 x 28 synergy drug-eluting stent was then advanced but failed to reach the lesion due to bends and calcific anatomy. The device was removed from the patient. No patient complications nor serious injury were reported and the patient status was stable. However, returned device analysis revealed stent damage.